Event description:
The customer reported having issues during prime/rewind. The caller stated that her insulin pump alarmed. The blood glucose reading at time of call was 440mg/dl, and her blood glucose was treated with manual injections. The customer mentioned that the device was stuck on the prime loop. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.